Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 925786) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), bacterial infection ("frequent bacterial infections"), rash ("excessive rashes") and migraine ("excessive migraine headaches"). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, alopecia, abdominal distension, bacterial infection, rash and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial infection, heavy menstrual bleeding, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 11-may-2021: medical record received: reporter and essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in a 29-year-old female patient who had essure (batch no. 925786) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss"), abdominal distension ("abdominal bloating"), bacterial infection ("frequent bacterial infections"), rash ("excessive rashes") and migraine ("excessive migraine headaches"). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, back pain, abdominal pain, alopecia, abdominal distension, bacterial infection, rash and migraine had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bacterial infection, heavy menstrual bleeding, migraine, pelvic discomfort, pelvic pain and rash to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Lot number: 925786 manufacturing date:(B)(6) 2011.expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.